Event description:
The customer reported a faint red leak of 1ml in volume from the secondary mode probe while running patient samples on the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no contact of the leak to open wounds or mucous membranes. The operator was wearing a lab coat and gloves at the time of the event. Patient results were not affected. There was no change to patient treatment reported in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found that the sample probe was leaking blood after aspiration of the sample. The fse found the blood sampling valve (bsv) not tightened which allowed the bsv to leak diluent and blood from the probe. The fse cleaned the bsv, tightened the bsv knob, and changed the check valves on the aspiration pathway as a preventative measure. (B)(4).